Event description:
Iabp was used post extracorporeal circulation (post cec). Iab inserted via femoral percutaneous sheathless insertion w/o control x-ray. When passing balloon over guidewire, some resistance was felt. During use, balloon did not retain pressure. Bleeding occurred at insertion site during removal. Iab was ruptured when removed. Another iab was placed. No pt complications.